Manufacturer narrative:
Code (B)(4): the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an aortic arch aneurysm using conformable gore® tag®thoracic endoprosthesis. After 3 debranch bypass for the aortic arch branch vessels was performed, ctag was advanced retrograde into the ascending aorta and deployed in zone 0. No leak was detected and the device implantation was completed. During the wound closure, decreased heart function was confirmed. The patient was reopened, however no abnormality was found on coronary angiography. Pcps (percutaneous cardiopulmonary support) was used, but the patient was not recovered and expired. It was reported the cause of the decreased heart function was unknown.